Event description:
The customer's mother reported that the customer was hospitalized due to diabetes ketoacidosis and an oral infection. The oral infection was treated by a dentist. The blood glucose reading at the time of the event was over 500 mg/dl. Prior to the incident, the customer felt like she had an oral ulcer. She had been off the pump for one day. During the patient's hospital stay, her mother requested emergency supplies. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.